Event description:
Patient status post two plate and screws implantation returned to surgeon. An x-ray showed one locking screw was backing out of the adaption plate and one screw was broken in the lcp plate. Surgeon noted the plates appear to be bent. At the revision procedure only the screw that backed out was removed. All other hardware was left in place. This is one of four reports for this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history record review could not be completed.